Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a continuous turning off on its own with improper shutdown error afterwards. The issue continued even after removed from use until battery died. The event happened during delivery at the medical intensive care unit (micu) a and mil 4 department. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'sigma pump with continuous turning off on its own with improper shutdown error afterwards. Issue continued even after removed from use until battery died' which was not reproduced during evaluation. A review of the event history log identified 'improper shutdown!'. An 'improper shutdown!' Message indicates that all power was lost from the pump confirming the reported problem of 'turns off intermittently'. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.